Manufacturer narrative:
Evaluated one open/used reservoir, inspected reservoir's o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test as follows using a new transfer guard and plunger, reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into pump. Conclusion reservoir does not leak and not occluded. No physical damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's previous reservoir leaked. Insulin was squirting out during the manual prime process. The customer saw a gap between the piston and reservoir stopper during prime. The infusion set change resolved the issue. Customer's blood glucose level was 22 mmol/l. The leak was located at the snap-cap. The device was not returned.